Manufacturer narrative:
Findings: unit received with intermittent buttons due to corroded keypad traces. No button error alarm noted. Unit received with cracked case at display window corners, battery tube threads and belt clip slot.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that they pressed the esc and act buttons to try to clear the alarm, but it did not work. Customer was not pressing any button for 3 minutes or longer. Customer uses an (B)(6) alkaline battery. Customer had to discontinue pump use and is following their medical prescription for insulin shots until their replacement arrives. No further details given.